Event description:
A clinical coordinator reported two cases of toxic anterior segment syndrome (tass). The site could not identify the probable cause of the tass so a list of the surgical products used were provided. Additional information was received from the clinical coordinator indicating that there have been no additional cases of tass since they switched to disposable blades. This report represents the first of two cases of tass reported from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).